Event description:
The subject device was returned for analysis and the device investigation revealed that the subject catheter distal shaft was broken during use with inner nitinol winds exposed.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, dried blood was seen inside the subject catheter. The catheter tip was noted to be kinked, flat/crushed and damaged. The catheter shaft was seen kinked at multiple areas a few centimeters from the hub. The catheter distal shaft was noted to be broken exposing the inner nitinol winds. During functional inspection, friction was noted in areas of damage when a patency mandrel was advanced though the flushed catheter. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that when the operator took the subject device out of the catheter, he found tip of the catheter kinked. Tried to adjusted it but it was still not able to make other product go through. Used other product to continue the procedure. However, the presence of dried blood in the hub is an indication that the device might have been used and insufficient flush might have been a factor in this complaint. During analysis of the returned device, its tip was seen to be kinked, flat/crushed and damaged. The catheter shaft was seen to be kinked. The catheter distal shaft was seen to be broken and the inner nitinol winds were seen to be exposed through the break. The as reported and as analyzed events of 'catheter tip kinked/bent' and 'catheter shaft friction' and the other as analyzed events of 'catheter shaft kinked/bent', 'catheter tip flat/crushed', 'catheter tip damaged' and 'catheter shaft broken/fractured during use' will be assigned as assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.